Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed hardware low level failures. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer don't want troubleshooting for high blood glucose level now. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement and self tests. No unexpected hardware low level failures alarms were noted. Was able to download software to the pump. (B)(4).